Manufacturer narrative:
Results: the pet lock was broken and the pull wire was missing at the proximal end of the penumbra smart coil (smart coil). The pusher assembly was kinked and dented in multiple locations on the proximal end. The embolization coil was intact with the distal detachment tip (ddt) and the distal end of the pull wire was present in the capture feature. There were multiple offset coil winds along the length of the embolization coil. Conclusions: evaluation of the returned smart coil revealed multiple kinks and dents on the proximal pusher assembly but distal to the pet lock. This proximal pusher assembly damage is likely a result of attempting to manually detach the embolization coil via mechanical assistance after failing to detach the coil with a penumbra smart coil detachment handle (handle). This difficulty detaching the coil was likely due to tortuous anatomy, as was noted by the physician. If the patient¿s anatomy is excessively tortuous, it may cause a buildup of friction on the pull wire inside the hypotube overcoming the force produced by the handle. Tortuous anatomy also likely contributed to the difficulty detaching the four prior coils. Further evaluation revealed that the embolization coil was still intact with the pusher assembly, the pet lock was broken, and the proximal pull wire was missing. The failure of the embolization coil to detach is likely due to the pull wire being pinned in the pusher assembly as a result of the previously mentioned dents and kinks. This damage would prevent the pull wire from being retracted from the ddt and subsequently detaching the embolization coil. The pull wire fracture is likely due to repeated forceful attempts to retract the pull wire through the dented pusher assembly. The returned handles were all tested within specification and were not visibly damaged. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01248, 3005168196-2017-01249, 3005168196-2017-01250, 3005168196-2017-01251.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). It was noted that the patient had severe tortuosity in the vertebral arteries. During the procedure, the physician deployed five smart coils into the target vessel using a non-penumbra microcatheter but had difficulty detaching the coils using an initial penumbra smart coil detachment handle (handle). The physician had to open two additional handles and cycled them multiple times. Four of the five smart coils eventually detached; however, one of the five coils failed to detach and had to be removed from the patient. The procedure was completed using a total of twenty-nine smart coils. There was no report of an adverse effect to the patient.